Event description:
The complainant alleged that the medics were monitoring a pt (age and gender unknown) who was in cardiac arrest. The medics attempted to defibrillate the pt using multi-function electrodes. The device was charged to 200 joules, but would not discharge when the discharge buttons were depressed. The medics again attempted to defibrillate the pt with no success. The complainant indicated that the medics were immediately able to obtain another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.